Event description:
It was reported to manufacturer that the user's handheld screen was freezing on the successful interrogation screen and would not allow him to proceed. Troubleshooting resolved the reported event, therefore, a replacement was not sent to the site. It is known that under certain conditions this type of screen freeze event can occur with the (B) (6) handheld computer and cyberonics 7.1 version software.